Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received at the service center and evaluated. The sales rep reported an issue of the device had black spots in the lens. Per service report, this complaint can be confirmed. During evaluation, the distal tip was found to be damaged, bent, dented and recessed. Also, the optics was found to be damaged and cloudy/foggy. The issues were resolved by replacing the objective window and rod lens. Internal scope cleaning and autoclave service were also carried out. After repair, the device was found to be working according to the specifications. With the available information, we cannot determine the root cause of the reported problem. There are no indications from this complaint investigation that the failures are manufacturing-related as the device has been in the field for more than one and a half years, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the sales rep via phone that during a shoulder repair procedure the customer's 4mm arthroscope 30 degree had black spots in the lens. The case was completed with another like-device with no patient harm or delays. The device is being returned for evaluation.